Event description:
It was reported the multifocal intraocular lens was explanted 5 months after original implant date due to patient dissatisfaction and difficulty with halos and glare. No patient complications.

Manufacturer narrative:
Lens is currently being evaluation at the manufacturing site. Prior to release the lens met all manufacturing specifications. Halos and glare are a known and labeled possible side effect of all multifocal intraocular lens implants. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Visual inspection of the optic took place and no optical deviations could be found. A manufacturing record review was performed and met specifications. A product deficiency was not identified. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.